Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4194-78, lead, implanted: (B)(6) 2006, 5076-45, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had unexpected battery longevity. It was noted the atrial output was programmed higher than the threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.